Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. As received, the rear response button was defective. Upon evaluation, the rear response button cable was creased. The cause of the non-functional response buttons is the crease rear response button cable. The root cause of the creased cable cannot be positively identified. No adverse event resulted from the damaged response button cable.

Event description:
A us distributor returned monitor sn (B)(4) indicating that the response buttons were non-functional.